Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 20. On (B)(6) 2021, fracture of the implant was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.